Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the membrane port or port seal. This was observed after the devices were filled with medicine solution prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: eleven (11) actual devices were received for evaluation. Visual inspection was performed and the issue of leakage was not easily identified by initial visual inspection on the returned samples. Functional leak testing of the samples were performed and a leak was identified from the administration spike port bonding area on all the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.